Event description:
It was reported that a progav 2.0 shuntsystem (#fx643t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 year , 7 months height: 84 cm weight: 10 kg gender: male.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damages of the shunt system were determined. Permeability test: a permeability test has shown that the progav 2.0 is permeable while the shuntassistant 2.0 has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The shuntassistant 2.0 is not permeable, a computer control test is not applicable. The progav 2.0 is tested in the horizontal position. The results show that the valve does not operate within the permissible tolerance. An accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results : based on the investigation results, a blockage was found in the shuntassistant 2.0, an accelerated outflow and non-adjustability in the progav 2.0 valve. The visible deposits in the valves are the cause of the aforementioned functional deviations. Organic matter in the cerebrospinal fluid can influence the function temporarily and are a known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.